Event description:
Healthcare professional reported "rupture ". Healthcare professional later reported "discomfort and a sensation of tightness worse in the inframammary groove (scar region), worsened by exertion, for a year, as well as tightness and abdominal swelling at the scar, in the thoracic side area along the mid-axillary line", "bulge at the scar in the abdominal area of the latissimus dorsi muscle, and hardening of the breast on palpation, with low intensity", "severe scar retractions in previous scars, with limitation of abduction of the upper limb and discomfort associated with movement; thoracic scar in the dorsal area of the latissimus dorsi muscle flap, and axillary scar from", "local skin is extremely hardened (post-radiotherapy), with minimal elasticity, contributing to upward displacement of the implant, in addition to rupture and baker IV capsular contracture", "c50 malignant neoplasm of breast, intracapsular rupture, scars and cutaneous fibroses", "pulling and bulging in the scar in the lateral thoracic area on the right in the mid-axillary lin", "the inner silicone touched the patient" and "linear images inside and free silicone along with small circumscribed hypoechoic images (siliconomas)". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4. Device is not PMA approved.

Event description:
Healthcare professional reported "rupture ". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.